Manufacturer narrative:
According to the customer contact on (B)(6) 2023, the "syringe broke during use". The customer reports the device broke off inside the patient and "surgeon removed the pieces" as the issue was noticed immediately. The customer reports a new syringe was used and the procedure was completed. The sample was returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Pieces broke off in patient.